Event description:
It was reported that the ilet user experienced a blood glucose of 227 mg/dl after a recent meal while calling about a routine supply change, which the user stated was expected postprandially. Symptoms included no reported clinical symptoms. Outcomes included self-monitoring with a plan to follow up by phone. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or alerts and no device performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and non-device related given the temporal relationship to food intake. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.